Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of downstream occlusion in the log on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The persistent downstream occlusion alarms for no discernible reason, only alarms downstream occlusion when piv is patent and flushing and no kinks in tubing was verified. The cause was determined to be the force sensor values were found to be out of specification. The force sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a persistent downstream occlusion alarm only when peripheral intravenous (piv) is patent, flushing, and no kinks in tubing. There was no patient involvement. No additional information is available.